Event description:
It was reported to nevro that a patient who was admitted to the ER due to an infection at the incision site. The device was explanted. The patient received IV antibiotics. Follow up report from the physician stated that the infection has cleared and the patient recovered without sequelae.